Event description:
The customer reported to olympus that this tympanostomy tube had migrated to middle ear and skin healed over it. A surgical intervention was performed to remove a foreign body in left middle ear and an ear patch was applied. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device will not be returned for evaluation as it was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial (d4 and h5) and an update to field (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the user's application of the device, rather than any manufacturing, material, or processing issues. However, the subject device was not returned, and the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.